Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. We are encountering an issue with the IV extension tubing configuration. The ports on the tubing are upside down. Not sure if this is a batch issue or product change but it is impacting our anesthesia providers. Item#30202e. Seriel number:(B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was an inverted component. Two sample model 30202e, lot 23119081 was returned for investigation. The sets were examined for defects and abnormalities. The y-sites were inverted. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of inverted component is the omission of fixture by the personnel. Additionally, opportunities were detected in the assembly instructions. A quality alert was generated on (B)(6) 2024 to communicate, reinforce the use of the fixture and avoid the misassembly. A device history record review for model 30202e lot number 23119081 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.